Event description:
Operating room (or) personnel were setting up the case on a sterile field. When seating the inner most part of the cannula, this part of the cannula cracked in half. The cannula was not used on the patient.